Event description:
A consumer's husband reported that following bilateral intraocular lens (iol) implant surgery, his wife's vision was "like looking through water". The consumer's husband reported his wife's vision was poor in all ranges and her vision was worse than when she still had the cataracts. The iol was exchanged for a different model lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/14/2010, 09/15/2010, 09/16/2010, 09/17/2010, and 09/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).